Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Given to patient.

Event description:
It was reported that surgeon removed necrotic tissue around the hip joint. Proceeded to take off the existing cocr head, continued debridement. Placed a v-40 sleeve and ceramic head.

Manufacturer narrative:
An event regarding cobalt toxicity and pseudotumor (altr) involving an accolade stem was reported. The event was not confirmed however, the medical review confirms patient factors. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿there is no examination of the explanted head, no surgical pathology or histopathology report or evidence of performance. No serial x-ray changes or findings of loose components at the revision surgery in which only the femoral head was changed. The modest elevation of serum cobalt was not unexpected in a patient with bilateral total hip arthroplasties with the right in situ for thirteen years. Based upon my review of the (B)(6) 2016 MRI, the findings are consistent with bilateral trochanteric bursitis. Histology is required to make a diagnosis of pseudotumor or altr.¿ device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: based on the available clinical information, no root cause could be determined. The clinical records received disclosed that "pseudotumor and/or altr" could not be confirmed as histology records are needed. The medical review states patient factors may have been contributing, ¿based upon my review of the (B)(6) 2016 MRI, the findings are consistent with bilateral trochanteric bursitis¿. No further investigation for this event is possible at this time. The devices were not returned for evaluation. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that surgeon removed necrotic tissue around the hip joint. Proceeded to take off the existing cocr head, continued debridement. Placed a v-40 sleeve and ceramic head. Update as per revision op report: on (B)(6) 2016 revision left total hip arthroplasty, femoral head change and pseudo tumor excision was performed for a diagnosis of failed left tha, cobalt toxicity, pseudo tumor, and abductor muscle damage."

Manufacturer narrative:
Based on the provided information, the product reported in this investigation did not contribute to the event. The patients metal head was revised and there are no allegations made against the reported device. No further investigation is required at this time.

Event description:
It was reported that surgeon removed necrotic tissue around the hip joint. Proceeded to take off the existing cocr head, continued debridement. Placed a v-40 sleeve and ceramic head.